Event description:
It was reported that this pacemaker was part of the system revision due to pocket erosion and infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service.